Manufacturer narrative:
We have reviewed the batch record and trend data for this product. This confirmed no unusual event in the mfg process and no abnormal trend for this reported event. At this time, we have not received the devices for eval. More info will be provided in a supplemental report as it becomes available.

Event description:
It was reported that pt's brow lift had failed three weeks after surgery. The ultratine devices were removed in 2008 and replaced with new ultratines.